Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had peritonitis. Per the nurse, the peritonitis resulted in the patient losing the pd catheter (not a fresenius product) and switching to hemodialysis for renal replacement needs. No further information is available about the event, despite several follow-up attempts. Currently, there have been no reported allegations in the file that this event was caused by fresenius products.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had peritonitis. Per the nurse, the peritonitis resulted in the patient losing the pd catheter (not a fresenius product) and switching to hemodialysis for renal replacement needs. No further information is available about the event, despite several follow-up attempts. Currently, there have been no reported allegations in the file that this event was caused by fresenius products.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. Failure traced to: encountered a dim display upon power up of the liberty cycler. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2221 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.